Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an syringe. The customer reports a leaking syringe caused by a cracked hub. When the nurse went to prepare the invega sustenna, it oozed out where the needle attaches to the barrel. A patient was involved.

Manufacturer narrative:
Submit date: 03/08/2017. An investigation of the reported condition was performed. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues related to the reported condition. All scheduled maintenance and calibration activities were completed. A review of process monitoring data was conducted and there were no issues related to the reported condition. A review of the machine setup was conducted and there were no issues. The equipment was reviewed for malfunctions that could cause the reported condition. There were no issues identified with the operation of the equipment during the review. There were no physical samples submitted with this complaint, but a picture was provided showing a sample (needle only, hub cavity ID 11d, no packaging). The sample was cracked at the luer of the hub and the lugs of the hub were damaged from what appeared to be forcible attachment of the device. The reported condition is confirmed. The exact root cause could not be determined based on available information. The most likely root cause to be due to over-torquing the needle onto a more rigid coc syringe during the assembly process by the user. Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for hub leaks and damage. The lots met all defined acceptance criteria and were released. Based on the information available, a corrective and preventive action (CAPA) is not necessary at this time. The investigation did not identify a systemic issue with the product or process. It is recommended the user consults the instructions for use for guidance when attaching the device.